Event description:
A patient's family member called lfs about pt's meter giving inaccurate high readings. Medical affairs specialist was not able reach the patient or family member to obtain more information. Per documentation, the patient tested their blood glucose the night before with a result of 528 mg/dl and took insulin. Unknown if the insulin amount was based on the readings. After a few hours, pt performed another test and got a result of hi. At this time, the patient was not coherent and family member called 911. Within 10 minutes, the emergency medical technician meter read 18 mg/dl. Pt was rushed to the hospital. Unknown what treatment was given to pt by the emergency medical technician or at the hospital. This case is reported due to a big difference between the patient's meter reading and the emergency medical technician's meter reading within 10 minutes. A letter is sent to the patient try and contact pt for more information.